Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via two sensors did not work, when sensors removed the electrode was missing. Customer's current blood glucose was not given. Sensor will not be return for analysis.